Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval (B)(4) study. This complaint is being reported based on an event of possible aspergillus infection treated with antifungal medication. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced exacerbation of her asthma symptoms. The asthma was treated with the patient's rescue albuterol inhaler at 90mcg/2 puffs per use prn. The event resolved on (B)(6) 2012. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty procedure. During the bronchoscopy, prior to performing the thermoplasty, granulation tissue with an abnormal polyp-like lesion was noted in the superior segmental bronchus in the right lower lobe. This polyp appeared to be inflammatory and had what appeared to be a crown of mucus on top of it. The lesion was not present during the first bronchial thermoplasty on (B)(6) 2012 when the right lower lobe was treated. The lesion was biopsied and sent to pathology. The pathology report revealed necrosis and inflammation with hyphae suggesting aspergillus. The physician noted that the patient does not have history of aspergillus infection and there is no history of allergic bronchopulmonary aspergillosis. In the physician's assessment, during the first bronchial thermoplasty procedure, the patient's epithelium in this region was disrupted, which allowed for a nidus of infection to develop with aspergillus. At the time of diagnosis, the patient did not have any symptoms and there were no other findings that would suggest other infections or disseminated infections with aspergillus. The physician prescribed the patient voriconazole to treat the aspergillus. The physician has scheduled an additional bronchoscopy procedure in several weeks to examine the airway. The physician states that the patient is "doing well with mild asthma symptoms she relates to the pollen increase lately." Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.35, fev1 % predicted: 69.73. Fvc: 3.42, fvc % predicted: 78.98. Post-bronchodilator: fev1: 2.48, fev1 % predicted: 73.59. Fvc: 3.67, fvc % predicted: 84.76. 2-wk post procedure 1: pre-bd fev1 (% predicted): 85.46. Post-bd fev1 (% predicted): 88.43. 2-wk post procedure 2: pre-bd fev1 (% predicted): 83.68. Post-bd fev1 (% predicted): 87.54. **additional information received since (B)(4) 2012** on (B)(6) 2012, an inflammatory polyp was discovered in rb6 that had fungal elements present on biopsy. The patient was prescribed voriconzole, 200mg, 1 tab bid po. The medication start date was (B)(6) 2012. On (B)(6) 2012, the patient was evaluated and found to be in good health with few symptoms. The patient complained of mild cough but no dyspnea or hemoptysis. The patient reported that her asthma was under good control. A bronchoscopy performed at that time revealed that the inflammatory polyp in rb6 was completely gone. The physician originally prescribed the voriconzole for 28 days but has elected to continue the patient on voriconzole for an additional month. Another bronchoscopy will be scheduled for 8-10 weeks. Currently, the patient is feeling well, working, and doing well with respect to her asthma.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(6) study. This complaint is being reported based on an event of possible aspergillus infection treated with antifungal medication. On (B)(6)2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced exacerbation of her asthma symptoms. The asthma was treated with the patient's rescue albuterol inhaler at 90mcg/2 puffs per use prn. The event resolved on (B)(6) 2012. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty procedure. During the bronchoscopy, prior to performing the thermoplasty, granulation tissue with an abnormal polyp-like lesion was noted in the superior segmental bronchus in the right lower lobe. This polyp appeared to be inflammatory and had what appeared to be a crown of mucus on top of it. The lesion was not present during the first bronchial thermoplasty on (B)(6) 2012 when the right lower lobe was treated. The lesion was biopsied and sent to pathology. The pathology report revealed necrosis and inflammation with hyphae suggesting aspergillus. The physician noted that the patient does not have history of aspergillus infection and there is no history of allergic bronchopulmonary aspergillosis. In the physician's assessment, during the first bronchial thermoplasty procedure, the patient's epithelium in this region was disrupted, which allowed for a nidus of infection to develop with aspergillus. At the time of diagnosis, the patient did not have any symptoms and there were no other findings that would suggest other infections or disseminated infections with aspergillus. The physician prescribed the patient voriconazole to treat the aspergillus. The physician has scheduled an additional bronchoscopy procedure in several weeks to examine the airway. The physician states that the patient is "doing well with mild asthma symptoms she relates to the pollen increase lately." Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator; fev1: 2.35; fev1 % predicted: 69.73; fvc: 3.42; fvc % predicted: 78.98. Post-bronchodilator; fev1: 2.48; fev1 % predicted: 73.59; fvc: 3.67; fvc % predicted: 84.76. Two-wk post procedure 1; pre-bd fev1 (% predicted): 85.46; post-bd fev1 (% predicted): 88.43. Two-wk post procedure 2; pre-bd fev1 (% predicted): 83.68; post-bd fev1 (% predicted): 87.54. **additional information received since (B)(6) 2012** on (B)(6), 2012, an inflammatory polyp was discovered in rb6 that had fungal elements present on biopsy. The patient was prescribed voriconzole, 200mg, 1 tab bid po. The medication start date was (B)(6) 2012. On (B)(6) 2012, the patient was evaluated and found to be in good health with few symptoms.the patient complained of mild cough but no dyspnea or hemoptysis. The patient reported that her asthma was under good control. A bronchoscopy performed at that time revealed that the inflammatory polyp in rb6 was completely gone. The physician originally prescribed the voriconzole for 28 days but has elected to continue the patient on voriconzole for an additional month. Another bronchoscopy will be scheduled for 8-10 weeks. Currently, the patient is feeling well, working, and doing well with respect to her asthma. **additional information received since (B)(6) 2013** according to the complainant, the granulation tissue event was considered resolved as of (B)(6) 2013.

Manufacturer narrative:
Additional information received since june 6, 2012 study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed and no anomalies were noted that could have contributed to the complaint incident. A labeling review was performed and, from the information available, this device was used in accordance with the labeling. The directions for use (dfu) list both exacerbated asthma and infection as possible adverse events related to the procedure. As the complaint is due to a known physiological effect of the procedure noted within the dfu, the most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). Study e7057: (B)(6).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. This complaint is being reported based on an event of possible aspergillus infection treated with antifungal medication. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced exacerbation of her asthma symptoms. The asthma was treated with the patient's rescue albuterol inhaler at 90mcg/2 puffs per use prn. The event resolved on (B)(6) 2012. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty procedure. During the bronchoscopy, prior to performing the thermoplasty, granulation tissue with an abnormal polyp-like lesion was noted in the superior segmental bronchus in the right lower lobe. This polyp appeared to be inflammatory and had what appeared to be a crown of mucus on top of it. The lesion was not present during the first bronchial thermoplasty on (B)(6) 2012 when the right lower lobe was treated. The lesion was biopsied and sent to pathology. The pathology report revealed necrosis and inflammation with hyphae suggesting aspergillus. The physician noted that the patient does not have history of aspergillus infection and there is no history of allergic bronchopulmonary aspergillosis. In the physician's assessment, during the first bronchial thermoplasty procedure, the patient's epithelium in this region was disrupted, which allowed for a nidus of infection to develop with aspergillus. At the time of diagnosis, the patient did not have any symptoms and there were no other findings that would suggest other infections or disseminated infections with aspergillus. The physician prescribed the patient voriconazole to treat the aspergillus. The physician has scheduled an additional bronchoscopy procedure in several weeks to examine the airway. The physician states that the patient is "doing well with mild asthma symptoms she relates to the pollen increase lately." Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator fev1: 2.35. Fev1 % predicted: 69.73. Fvc: 3.42. Fvc % predicted: 78.98. Post-bronchodilator fev1: 2.48. Fev1 % predicted: 73.59. Fvc: 3.67. Fvc % predicted: 84.76. 2-wk post procedure 1 - pre-bd fev1 (% predicted): 85.46. Post-bd fev1 (% predicted): 88.43. 2-wk post procedure 2 - pre-bd fev1 (% predicted): 83.68. Post-bd fev1 (% predicted): 87.54. **additional information received since june 6, 2012** on (B)(6) 2012, an inflammatory polyp was discovered in rb6 that had fungal elements present on biopsy. The patient was prescribed voriconazole, 200mg, 1 tab bid po. The medication start date was (B)(6) 2012. On (B)(6) 2012, the patient was evaluated and found to be in good health with few symptoms. The patient complained of mild cough but no dyspnea or hemoptysis. The patient reported that her asthma was under good control. A bronchoscopy performed at that time revealed that the inflammatory polyp in rb6 was completely gone. The physician originally prescribed the voriconazole for 28 days but has elected to continue the patient on voriconazole for an additional month. Another bronchoscopy will be scheduled for 8-10 weeks. Currently, the patient is feeling well, working, and doing well with respect to her asthma.

Manufacturer narrative:
(B)(6). Post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the post approval 2 (pas2) clinical study. This complaint is being reported based on an event of possible aspergillus infection treated with antifungal medication. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced exacerbation of her asthma symptoms. The asthma was treated with the patient's rescue albuterol inhaler at 90mcg/2 puffs per use prn. The event resolved on (B)(6) 2012. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty procedure. During the bronchoscopy, prior to performing the thermoplasty, granulation tissue with an abnormal polyp-like lesion was noted in the superior segmental bronchus in the right lower lobe. This polyp appeared to be inflammatory and had what appeared to be a crown of mucus on top of it. The lesion was not present during the first bronchial thermoplasty on (B)(6) 2012 when the right lower lobe was treated. The lesion was biopsied and sent to pathology. The pathology report revealed necrosis and inflammation with hyphae suggesting aspergillus. The physician noted that the patient does not have history of aspergillus infection and there is no history of allergic bronchopulmonary aspergillosis. In the physician's assessment, during the first bronchial thermoplasty procedure, the patient's epithelium in this region was disrupted, which allowed for a nidus of infection to develop with aspergillus. At the time of diagnosis, the patient did not have any symptoms and there were no other findings that would suggest other infections or disseminated infections with aspergillus. The physician prescribed the patient voriconazole to treat the aspergillus. The physician has scheduled an additional bronchoscopy procedure in several weeks to examine the airway. The physician states that the patient is "doing well with mild asthma symptoms she relates to the pollen increase lately." Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator - fev1: 2.35, fev1 % predicted: 69.73, fvc: 3.42, fvc % predicted: 78.98. Post-bronchodilator - fev1: 2.48, fev1 % predicted: 73.59, fvc: 3.67, fvc % predicted: 84.76. Two-wk post procedure 1 - pre-bd fev1 (% predicted): 85.46, post-bd fev1 (% predicted): 88.43. Two-wk post procedure 2 - pre-bd fev1 (% predicted): 83.68, post-bd fev1 (% predicted): 87.54.